Event description:
Nurse reported: "went in to clear pca pump. Pump screen states malfunction 635/0005 turn off to clear alarm remove pca for maintenance." Biomed contacted hospira tech support. This alarm code means that a key pad or pendant was pressed for more than two minutes. Biomed ran the keypad/pendant test multiple times with no failure. Biomed recommends this pump be returned to service after quality assurance approval.